Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. A lancing device has been returned and visual inspection was performed; no issues were observed. The returned meter batteries were installed and the meter powered on with button press. The lcd powered on and the self test screen was displayed. No issues were observed. Control solution testing was performed using retained test strips. All results were within specification and no errors were observed during control solution testing. The customer returned test strips and a srtip port module however, the serial number was is missing. Therefore, retain testing could not be performed. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision test strips, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving erroneous glucose results from an abbott diabetes care device. The health care professional received blood glucose readings of 2.1 mmol/l and 2.1 mmol/l compared to readings of 8.2 mmol/l and 13.2 mmol/l respectively obtained on an abbott diabetes care meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.